Manufacturer narrative:
Eval summary: incident might have been caused if the cup was inserted in an incorrect anatomical position. It is also not known whether proper instruments and provisionals specifically designed for use with this device were used to ensure accurate surgical implantation and soft tissue balancing. No definitive cause analysis is possible with the available info. Results and conclusions: no x-rays were returned for analysis. Device history records are confirming indicating that the device was mfg and inspected per spec. There is no indication that design or MFR contributed to this outcome.

Event description:
It is reported that the device was implanted in 2007. The surgeon felt the cup was stable and finished the case. A post-op x-ray was taken, and it was clear the cup had spun out of position and had moved deeper into the acetabulum. The device was revised the same day.